Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that the patient passed out due to low blood sugar on the night of (B)(6) 2022. The patient indicated they lost consciousness with their eyes open for at least a minute. Prior to losing consciousness, the patient hit their head. When they regained consciousness, they could not walk and scraped their back on the door frame. The patient went to the emergency room (ER) to have an MRI (magnetic resonance image) done. It is unknown what specific area of the patient's body they were having the MRI for. At some point during the event, the cgm was displaying low and the bg meter was 103 mg/dl. At the time of the report, the patient was doing fine. Patient reported that she passed out due to low blood sugar on saturday night (B)(6) 2022 unknown time of night, pt stated she lost consciousness with her eyes open for at least a minute. When she fell hit her head, once she regained consciousness she stated she couldn't walk right and scraped her back on the door frame. She then had to go to the ER. Pt had to get a MRI while at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following information from the initial MDR as it is duplicate information, "patient reported that she passed out due to low blood sugar on saturday night (B)(6) 2022 unknown time of night, pt stated she lost consciousness with her eyes open for at least a minute. When she fell hit her head, once she regained consciousness she stated she couldn't walk right and scraped her back on the door frame. She then had to go to the ER. Pt had to get a MRI while at the hospital." H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.